Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to use one in.pact admiral paclitaxel-eluting pta balloon to post-dilate a moderately tortuous and moderately calcified lesion located in the mid left common iliac artery, sfa and popliteal artery area. Negative prep was performed with no bubbles noted. Non-mdt sheaths and guidewires were used, and a spider embolic protection device was used. A non-mdt inflation device was also used. The device was removed from its packaging and inspected with no issues noted. The device was prepped per the IFU. The device did not pass through a previously deployed stent. No resistance was encountered when advancing the device and no excessive force was used. It was reported that when the physician gradually inflated the device to 4 atm pressure for the first time, the balloon ruptured, and a rapid pressure drop was noted on the inflation device. The physician removed the device from the patient, and used a new device to complete the procedure. No patient injury was reported.

Manufacturer narrative:
Additional information: the lesion was pre-dilated. If information is provided in the future, a supplemental report will be issued.